Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple temperature alarms occurred while the pump was in the locker room of a pool area. Reportedly, the pump was not exposed to extreme temperatures. Blood glucose was 78 mg/dl. The customer cleared the alarms and continued to use the pump for insulin therapy. Additionally, the customer had manual injections as alternate insulin therapy.